Event description:
No change to previously reported event.

Manufacturer narrative:
Correction: outcomes attributed to adverse event, premarket identification, type of report. Additional: medical products & therapy dates, follow up type, device evaluated by MFR, adverse event problem. Concomitant medical products: item# 00584200202, lot# 62828671, tibial component precoat right medial/left lateral size 2. Item# 00584202208, lot# 62812665, articular surface size 2 8 mm height femoral size. A,b,c,d,e,f,g. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain. Event summary: it was reported that the patient was implanted with a unicondylar knee replacement (allegretto femoral component and zimmer unicompartmental knee system tibial component) on (B)(6) 2015 on the right knee side. The patient was revised to a total knee replacement on (B)(6) 2019 due to pain. The surgeon would not be concerned about the explanted products. Review of received data: x-rays: two pictures taken from the screen displaying two x-rays dated (B)(6) 2018 have been received. One shows the right knee in the medial-lateral view. The second x-ray shows the bilateral implants of the patient in ap-view. The x-rays were reviewed by health care professionals from mmi. The femoral component appears to be slightly oversized with the proximal portion of the femoral component possibly impacting the inferior patellar articular surface. No signs of loosening, wear or radiolucency. No indications of subsidence, poly wear debris, subluxation, corrosion or osteolysis. Pictures of explanted products: only pictures of the components were received. The images have a rather poor quality and therefore all the statements are limited. Something obvious, brownish color, can be observed at the medial side of the articular surface of the polyethylene insert. Due to the poor quality of the pictures this cannot be further determined (e.g. Tissue, worn area, others). The articular surface also shows some yellowish discoloration on the condyle. The slight yellowing can be attributed to the absorption and possibly diffusion of organic substances from the synovial fluid. The anchoring surface of the tibial baseplate exhibits cement with soft tissue and bone attachments. The state of the backside of the insert cannot be evaluated. Based on the received pictures the articular surface of the femoral component cannot be evaluated. The anchoring surface of the femoral component also exhibits cement with soft tissue and bone attachments. However, it seems that the area of the femoral shield is missing some cement. The reason for this cannot be evaluated based on the pictures. Based on the pictures no conclusion can be drawn. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the surgeon would not be concerned about the explanted product. Review of product documentation: all involved devices are intended for treatment. The applicable surgical technique describes all steps necessary prior and during implantation. However, as no surgical report is available, comparison of the surgical technique and the approach used could not be performed. It is also explained, how to perform the pre-operative planning in order to choose the correct implant size. IFU: instruction for use (IFU) for the allegretto knee implant explains do not use [...] Components from other knee systems (and vice versa) unless expressly labelled for such use. The tibial components (zuk ) are not compatible with femoral allegretto component. Conclusion summary: it was reported that the patient was implanted with a unicondylar knee replacement (allegretto femoral component and zimmer unicompartmental knee system tibial component) on (B)(6) 2015 on the right knee side. The patient was revised to a total knee replacement on (B)(6) 2019 due to pain. The surgeon would not be concerned about the explanted products. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The x-ray review indicated that the femoral component might have been slightly oversized, with the proximal portion of the femoral component possibly impacting the inferior patellar articular surface. However, as the explants have not been received for an investigation, no conclusions can be drawn. One possible root cause might be the non-compatibility of the tibial and femoral component. An off-label use has been performed. However, as the surgeon is not concerned about the explanted products, a revision due to patient related factors might be likely. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device in this report is not currently released in the u.s.a. However, it has been cleared for distribution in the past therefore this report is being submitted. The device will not be returned for analysis; an investigation of the reported event is in progress. X-rays were received and will be reviewed as part of ongoing investigation. Once the investigation is completed, a supplemental medwatch will be submitted. This is a split case with zimmer inc., warsaw reference number (B)(4). The following reports are associated with this event: 0001822565-2019-01426; 0001822565-2019-01427. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery on the (B)(6) 2019 due to pain, whereby her uni-compartmental knee replacement (ukr) was converted to a total knee replacement (tkr). Primary surgery was on (B)(6) 2015. Attempts to obtain additional information have been made; however, no more is available at this point.